Event description:
It was reported that the patient presented remotely. Upon review, the insertable cardiac monitor exhibited wireless bluetooth communication problem. No intervention was performed. No patient consequences.